Event description:
2-0 vicryl sh undyed suture reference # j417h broke at the knot after provider used them and carefully knotted them during procedure. There were two different lot numbers in use on the case: 109z5k, 1075eu.